Event description:
This rv lead was implanted on (B)(6) 2003. A call to technical services on (B)(6) 2012 states that patient presented to the ER. Had not been checked in at least three years. Patient was shocked 10 times today and episodes vary from valid vt, a fib with rvr and pure noise. All egm's show some amount of noise. Rep cannot recreate. All lead numbers are stable. This is a riata lead and rep will work with md on next steps. The lead was capped on (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).